Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was charging too often and usually had to charge every 1 ¿ 2 days on and off for the last couple of years. The patient reported that their ins was dead, and they tried to charge but got a reposition antenna screen. No symptoms or complications were reported.